Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a mobile power unit (mpu) had water damage. A replacement mpu was requested.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of water damage to the mobile power unit (mpu) could not be confirmed through this analysis. The mpu (serial #: (B)(6)) was not returned for analysis as it was discarded by the patient. The mpu will not be returning as it was disposed of by the patient. A root cause for the reported event was unable to be conclusively determined. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a colostomy bag and it exploded all over their equipment. The patient tried to clean everything off with soap and water and bleach and damaged the mpu. The patient disposed of the mpu.